Manufacturer narrative:
The investigation of automated impella controller (aic) - system self-check error has been completed. The console was returned. The console logs were consistent with what was reported in the complaint. The first occurrence of the reported failure mode ¿system check failed¿ was (B)(6) 2024. During initial boot up, the 4-in-1 rebooted automatically due to a cpld communication issue. The cpdl communication was persistent after a reboot, which resulted in a ¿system self check failed¿ screen. After the console was shut down and manually restarted thrice on (B)(6) 2024, there was no communication issue. On (B)(6) 2024, there was a cpld communication issue during the initial bootup, and 4-in-1 rebooted automatically. After rebooting due to a persistent cpld communication issue, the console displayed the ¿system self check failed¿ screen. This confirms the reported failure mode. The console was tested. The console was power cycled 20 times and could not reproduce the reported failure mode. No issue was found on the ribbon cable between impellatronic and the 4-in-1. Both the light emitting diodes on the impellatronic board were on. The root cause of the 'system self check¿ failure was a cpld communication issue. The cause of the cpld communication issue could not be determined due to the inability to reproduce it. D.2 revised common device name since the initial manufacturer device report number 1220648-2024-17471 was submitted in accordance with updated procedures. D.9 date device returned/information was added as it was inadvertently omitted from the initial manufacturer device report number 1220648-2024-17471. E.1 revised facility name as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2024-17471. G.1 revised reporting contact email since the initial manufacturer device report number 1220648-2024-17471 was submitted in accordance with updated procedures. Revised manufacturing site fax number as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2024-17471. H.3 selection of other was entered incorrectly on the initial manufacturer device report number 1220648-2024-17471 as the device had been received at the time of submission. H.6 code 2199 was entered incorrectly on the initial manufacturer device report number 1220648-2024-17471. A new code was added. H.10 additional manufacturer narrative reported incorrectly that an investigation of the device was not possible on the initial manufacturer device report number 1220648-2024-17471. Investigation was completed.

Event description:
The complainant reported that the impella aic had a system check failed. The aic was replaced.

Manufacturer narrative:
The impella device was received from the customer on 21-aug-2024 , therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6. Investigation findings code 213 was inadvertently omitted on the initial manufacturer device report number 1220648-2024-17471-1.